Event description:
It was reported that the blood glucose monitor was unavailable for use due to several strip errors and battery/power messages. The caller reported that on (B)(6) 2023 at 3:00pm, the customer lost consciousness, due to low blood sugar. It is unknown how long the customer had been unconscious. The customer's mother in law found him passed out and called 911. The emt's arrived between 3:05pm and 3:07pm. The blood glucose result obtained by the emt's was not provided. The customer was initially taken to the hospital for an injury sustained to his thumb during the fall and then he was transported to a trauma center where he was admitted for low blood sugar, a brain bleed, and back injury. The caller reported that the customer was unable to use his meter prior to the hospitalization due to the mentioned error messages. It was reported that the customer was discharged from the hospital on (B)(6) 2023. However, at the time of the initial report on (B)(6) 2023, the customer's wife mentioned that he had gone back into the hospital after returning home last sunday. No further information was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.